Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a device change-out on (B)(6) 2021. During the procedure it was noted that left ventricular lead exhibited high capture threshold, then the lead was capped and replaced. The patient is considered to be non-compliant. The patient was stable and tolerated the procedure well.